Event description:
It was reported that, "the handle on the impactor is cracked and separated. Separated upon impaction".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.